Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not load or form properly and prefired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.